Event description:
The manufacturer was informed of the following event through report (ref. Mw5147012) from FDA. On (B)(6) 2017, patient had pre-operative diagnosis: 1- aortic stenosis (severe) 2- lv hypertrophy 3-reduced lv function (ef 50%) 4- renal failure (stage 3) with following operation 1- minimally invasive aortic valve replacement (xl perceval pericardial heart valve) via right anterior mini-thoracotomy 2- rigid titanium plate for third rib fixation. Patient tolerated procedure well. Since patient was diagnosed with severe prostatic aortic valve stenosis, acute on chronic diastolic heart failure, hepatitis c chronic kidney disease stage iii, thrombocytopenia suspected liver cirrhosis, mean aortic gradient of the prostatic valve was 72 mmhg, reintervention (tavr) was performed on (B)(6) 2021. Mortality score is 14.3% high risk. Operative procedure included urgent transfemoral transcatheter aortic valve replacement with a 26 mm edwards sapient s3 valve, deployment of the s3 valve into the degenerated xl perceval valve central cerebral embolic protection, large sheath 14 french left common femoral artery, pigtail catheter 5 french right common femoral artery, temporary pacemaker access site left common femoral vein, and 6 french sheath per md records. Reportedly, patient tolerated procedure well and was returned to recovery in stable condition. No further information is available at this time.

Manufacturer narrative:
H3 other text: tavr performed.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the event and the device involved. However, no further information was provided. Since the device was not returned to the manufacturer (tavr performed), no investigation is possible at this time. Based on the manufacturer¿s clinical experience, considering that the device was replaced through tavr procedure after more than 4 years of implant, it is possible that the root cause could be attributed to a structural valve deterioration of the device. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors (i.e., acute chronic diastolic heart failure, hepatitis c chronic kidney disease stage iii, thrombocytopenia, and suspected liver cirrhosis), may have contributed to the structural valve deterioration observed in this perceval valve.